Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a derailed grip/yaw cable from its normal position at the distal idler pulley. The instrument failed the intuitive motion test. Instrument exhibited imprecise motion in the yaw direction. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. Additional related observation: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the permanent cautery hook instrument allegedly smoked during intraoperative use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was inspected prior to use and no damage or anything out of the ordinary was identified. The instrument was in use for approximately 1 hour or longer when the alleged issue of smoke that formed at the joints of the instrument was observed. It was further stated that smoke was observed at the distal end of the instrument. There is no information that the instrument collided with an energy instrument during the procedure. No arcing was observed during the procedure.

Manufacturer narrative:
Additional information from failure analysis: the permanent cautery hook instrument passed the electrical continuity test and passed the smoking test.

Event description:
Refer to h10/h11 for follow-up information.